Event description:
The initial reporter stated that the pump front housing, hinges and keypad were damaged. When the pump was returned to mmd for evaluation, the shut door and load set alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. During the investigation, mmd found that the pump pcb board had failed, which caused the shut door and load set alarms to fail. The pump was serviced to correct the issue.